Event description:
(B)(6). According to the information received, an end user reported a catheter with eyelets sharp/rough. The end user reported that there was intense pain when pulling out the catheter. Patient is a doctor. Pain reported during 24 hours. No clinical consequences.

Manufacturer narrative:
Evaluation pending. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.